Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer reported insulin exited and insulin pump alarmed during fill tubing. The device will be returned for analysis.